Manufacturer narrative:
(B)(4). Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The device has not been returned. If the device returns, a device investigation will be performed. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the procedure, the EU 4.5 x 28 mm stent 12 mm dw tip (enc452812 / 10911251) prematurely deployed in the microcatheter. The stent was withdrawn and another stent was used to complete the procedure. The reported event did not result in any patient injury.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Product was received and is pending evaluation. The manufacturer will submit a supplemental report once evaluation is completed.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). [Conclusion]: the healthcare professional reported that during the stent-assisted coil embolization procedure to treat an intracranial aneurysm, the EU 4.5 x 28 mm stent 12 mm dw tip (catalog #: enc452812 / lot #: 10911251) prematurely deployed in the microcatheter. It was verified that the introducer was fully seated and secure in the hub. There was adequate continuous flush maintained through the catheter. There was nothing unusual about the system prior to use; there was no damage observed on the stent and stent delivery system. The microcatheter did not appear damaged and the devices were used per the instruction for use (IFU). The stent was withdrawn and another stent was used to complete the procedure. The reported event did not result in any patient injury. A non-sterile EU stent was received inside a pouch. The delivery wire was inspected and no damages were observed on the wire. The introducer was inspected and was observed to be separated from the device; the stent was found deployed. Functional analysis could not be performed on the stent that was received in the deployed state. The introducer was separated from the device. A review of the device history record (DHR) for lot 10911251 did not show any anomaly; the lot passed final inspection test and was determined to be acceptable. The reported failure of the EU stent prematurely deployed in the microcatheter was confirmed with the returned stent in the deployed state. The cause(s) of the observed deployed stent could not be conclusively determined based on the condition of the returned device. Procedural factors and handling process may have contributed to the reported event. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.